Manufacturer narrative:
(B)(4). The digital diagnostic system supports general radiographic imaging. For anatomies that are larger than the detector size, it is possible to make a series of exposures, covering the whole anatomy (for example full spine or full legs). These individual images can be "stitched" together via the software program. For proper patient positioning and support, the patient can be placed on the so called "patient support for stitching". For the ease of use, during transportation, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and a brake cylinder. It has to be folded up and fixed by a hook for transportation, e.g. From one room to another. The brake cylinder has the task to ensure that the footboard lowers itself slowly (within 5-7 seconds) when the hook is released, to prevent the footboard from falling. If the operator steps on the footboard while it is still moving down, the mounting of the brake cylinder can break and the footboard fell down immediately. In a worst case, it may hit the foot of a person and break a bone. The circumstances why the mounting of break cylinder broke out of the frame of the patient support for stitching could not be clarified, but the CAPA and fco investigation concluded that breaking of the cylinder can only result from abnormal use, so if the stand is used as intended there is no risk. The patient support has been replaced. A CAPA investigation was conducted with the result of acceptable risk per risk benefit determination. This issue is further monitored and trended.

Event description:
The customer complained that the brake cylinder broke out of the frame of the patient support for stitching. The brake cylinder prevents the footboard of the patient support for stitching from falling down unexpected. There was no person injured.